Manufacturer narrative:
One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing found the device was operating normally. Several sets of cassettes and administration sets were used, and the primary problem was not duplicated. No parts were replaced. Probable cause was a faulty disposable device.

Manufacturer narrative:
B3: unknown; month and year valid investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed the cassette not attached error. There was no patient involvement.